Event description:
It was reported, the patient died due to suicide. The patient shot himself at the middle of forehead with handgun on (B)(6) 2011. "Tfr" responded and pronounced dead on scene. No note found. The patient's medical histories were: hypertension, remote head and sciatic nerve injured from remote work related accident, suicidal ideations/attempted in past.

Manufacturer narrative:
Product ID, 7495-25 lot# serial# (B)(4), implanted: 1992 (B)(6), explanted: 2009 (B)(6); product type extension product ID, 7435 lot# serial# (B)(4), implanted: 2002 (B)(6), explanted: product type programmer, patient product ID, 7427 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2009 (B)(6); product type implantable neurostimulator product ID, 3776-60 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type lead product ID, 3776-60 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type lead product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3487a lot# l30019 serial#, implanted: 1992 (B)(6), explanted: 2009 (B)(6), product type lead. (B)(4). Analysis of this device (37712) ((B)(4)) found that the battery's capacity was reduced due to the overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 32. The last recorded recharge session done while the device was implanted was on (B)(6) 2011. The device was recharged for 38 minutes. The battery charged from 3.945v to 4.010v. The parameter trend diagnostic section of the trace report showed no patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2011 analysis of this device (3776-60) ((B)(4)) found lead body cut through, product segment. Analysis of this device (3776-60) ((B)(4)) found lead body cut through, product segment.